Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that shortly after implant this right ventricular (rv) lead was explanted due to a microdislodgement. It was reported that the lead exhibited an increase in pacing threshold measurements and loss of capture (loc). No additional adverse patient effects were reported.